Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. It was reported that during a coronary stenting procedure that stent damage occurred. The device was removed with no patient complications.

Manufacturer narrative:
Device evaluated by MFR: promus element plus ous, mr 3.0x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent detached from the balloon and was severely damaged with struts distorted. The stent was stretched for approximately 9.5cm. Based on the event description and analysis of the device it is possible that the stent got caught on the guide catheter and subsequently was damaged. A visual examination of the balloon found that negative pressure appeared to have been applied to the balloon due to its flat appearance. The balloon was curved and very hard due to the hardened media evident inside the balloon chamber. A visual and tactile examination found several hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A 0.014" guidewire could be inserted through the inner lumen with no resistance. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4) .

Event description:
It was reported that stent damage occurred. It was reported that during a coronary stenting procedure that stent damage occurred. The device was removed with no patient complications.